Event description:
A medtronic representative reported the site alleged navigationl accuracy degraded over the course of a functional endoscopic sinus surgery (fess) utilizing the fusion electromagnetic navigation system. They re-registered the patient which increased accuracy for a while, but again accuracy started to degrade. The surgeon was able to complete the case with the use of navigation. No negative impact to the patient was reported.

Manufacturer narrative:
The review of the tracer pattern for the exam shows a limited amount of surface area coverage by the probe. Additional points would need to be taken over the forehead and towards the temples to improve the tracing accuracy. There is also scatter in the front of the 3d model which is not ideal for the tracer registration technique. Thresholding and removing the scatter from the image would improve the registration. Software is functioning as designed.

Manufacturer narrative:
The patient weight has been requested, but is unknown at this time. A medtronic representative went to the site and was unable to reproduce the error when navigating with the system on a head model. System navigated accurately during testing.